Event description:
The customer reported that a pt's hr decreased to 35-36bpm, but there was no alarm at the bedside monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a pt's hr decreased to 35-36bpm, but there was no alarm at the bedside monitor. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.